Event description:
It was reported that during a therapeutic stone retrieval procedure, the wire and sheath of this basket detached in the scope. The doctor withdrew the scope and removed the fragment from the scope with a wire.

Manufacturer narrative:
This device has not been rec'd for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope."